Manufacturer narrative:
Upon evaluation of the manufacturing records, the product code was found to be different than what was reported. This report has been updated to reflect the corrected information. The manufacturing review found no discrepancies when the device was released to stock. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the surgeon felt resistance when inserting the lumbar catheter through the lumbar puncture needle under x-ray on (B)(6) 2017. The lumbar catheter was successfully inserted to the patient¿s body. There was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
The device was returned for evaluation. In process inspection for new needles includes a test where a stainless-steel ball with a diameter of 0.063¿ is dropped into the needle after the bending procedure. The ball is expected to pass through the needle, unobstructed, and exit from the other end. It should be noted that the nominal outer diameter for the lumber catheter is 0.065¿. This needle related to this complaint passed the in process 0.063¿ ball test. However, for a catheter having a nominal outer diameter of 0.065¿, some resistance may be felt during insertion. Testing of the returned needle found that an 0.063¿ stainless steel ball could successfully pass through the needle. Subsequently, a stainless-steel ball with an outer diameter of 0.065¿ failed to pass through the needle successfully. The needle meets current production specifications. A lumbar catheter that has a nominal diameter or is on the high end of the specification range could exhibit some resistance during the catheter insertion process. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.